Event description:
Baby was being connected to a jet high frequency ventilator. During the process, the ventilator must be manually put on stand by. The respiratory therapist did not do so and as soon as the pateint was connected to ventilator, it immediately pressurized and baby sustained bilateral pneumothoracies.